Manufacturer narrative:
A visual analysis of the returned contour¿ ureteral stent revealed residues of calcification at the renal and bladder pigtail of the stent. The encountered defect (stent calcified) may cause difficulties during the withdrawal of the device. Therefore, based on all available/gathered information the most probable cause for this complaint is considered ¿anticipated procedural complication¿ since the complaint is due to a known physiological effects of the procedure noted within the directions for use. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a contour¿ ureteral stent was implanted in the left ureter on (B)(6) 2017 and was removed during a planned lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the scheduled stent removal, the stent was noted to be encrusted making it difficult to remove. The physician used a ¿washing apparatus¿ (manufacturer unknown) to smash the stones to smaller pieces, during which the patient felt pain. The entire stent was completely removed from the patient. Although the stent was found calcified, it was reportedly still able to drain. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour¿ ureteral stent was implanted in the left ureter on (B)(6) 2017 and was removed during a planned lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the scheduled stent removal, the stent was noted to be encrusted making it difficult to remove. The physician used a ¿washing apparatus¿ (manufacturer unknown) to smash the stones to smaller pieces, during which the patient felt pain. The entire stent was completely removed from the patient. Although the stent was found calcified, it was reportedly still able to drain. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.